Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the physician was having a difficult time separation the cone body from the distal stem. He was forced to torque and use a mallet to break the taper. When retrieving the instruments the next day in sterile processing the body stem separator was found to be damaged.